Manufacturer narrative:
Findings: unit had minor scratched display window, scratched case, cracked case at battery tube side, keypad overlay texture damage and pillowing keypad overlay. Unit had blank display due to corroded electronic assembly. The motor and the battery tube were corroded. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 13.9mmol/l. Customer stated that the damage to the pump was cause by a vehicular accident and patient was drive a time of accident. Customer stated that there is crack on battery compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.